Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
A new lead was succesfully implanted. To date, the explanted lead has not been received at boston scientific. Upon reciept the lead will under go detailed laboratory analaysis in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that during an implant procedure, prior to pocket closure this right ventricular (rv) lead exhibited pacing impedances greater than 4000 ohms and high pacing threshold measurements. It was also noted that the rv lead exhibited poor sensing that did not sense the patient's r waves. Attempts were made to reposition and change configurations of the lead with a pacing system analyzer (psa), however acceptable measurements were not obtained. The lead was then explanted and replaced. No adverse patient effects were reported.